Event description:
Additionally, healthcare provider reported, per imaging report, "2 enhancing masses noted" and "probably benign mass" and cyst for "few scatted cysts." The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, deformation and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings observed in the device. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a left side rupture. Device remains implanted.